Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 31 issue was verified. Based on the analysis, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Subsequently, it was reported that a cartridge alarm 31 occurred during basal delivery with multiple cartridges. Customer's blood glucose level ranged from 170 mg/dl to 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.